Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the tip of the sleeve melted and with the clear lens fractured. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the distal part of the trocar sleeve became deformed. Another device was used to complete the case. There were no adverse consequences to the patient.